Manufacturer narrative:
Follow-up #1: date of submission: 08/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: a crack was observed in the pump case near the lower right corner of the display lens. A leak test revealed a leak coming from the crack in the pump case. The pump was opened; there was moisture/ corrosion observed on the battery housing and printed circuit board. No moisture was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture behind the display. There was no indication of damage to the pump. The reported issue was not resolved with troubleshooting. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.